Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded battery tube and corroded motor home switch. Unit received with cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and cracked select button keypad overlay.

Event description:
The customer reported via phone call that their device has a crack which allowed waters to enter while swimming with it at the gym. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 120 mg/dl. Customer was advice to disconnect from device and to refer to their health care provider¿s instructions. No further details or information available. The device will be returned for analysis.